Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked screen of unknown cause, after which the user noted intermittent screen lag while the device remained operable; the device was replaced. Symptoms included no adverse clinical effects, with blood glucose reportedly stable and not impacted. Outcomes included no injury and no need for medical intervention or hospitalization. Investigation included collection of device history and service records and an assessment of user reports regarding device performance. Investigation of this device revealed a damaged display component consistent with physical damage, with associated intermittent user interface performance degradation; no broader system malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device manufacturing or design.